Event description:
It was reported that during device change out, fluoroscopy revealed an insulation anomaly between rv and svc coil. All electrical measurements were normal. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.